Event description:
It was reported the patient had a catheter revision in (B)(6) 2013 (see manufacturer¿s report # 3007566237-2014-00266 for previously reported catheter revision) and x-ray had confirmed it had relocated by (B)(6) 2013. The patient wanted to know why her catheter ¿keeps falling out¿. When the catheter migrates, the patient is not getting the medication. The catheter goes down from t6 (thoracic) to l4 (lumbar). The reporter indicated the physician supposedly used anchors to secure the catheter. As of the date of the report, the patient¿s doctor referred her to another doctor to address the catheter issues. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).